Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the insertion and placing the catheter, the medical doctor realized the internal lumens of the catheter were linked. The device was retired and another one was placed

Event description:
It was reported that after the insertion and placing the catheter, the medical doctor realized the internal lumens of the catheter were linked. The device was retired and another one was placed.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.